Event description:
Customer reported experiencing split tubing at the cassette when using the pump set. The account reported the leakage when delivering solution at rates not exceeding 125ml/hr. Leakage was noted by nurse when solution was found on the floor below the pump. No sample was returned for eval. No pt injury was reported. No further info is available.